Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. The customer's blood glucose level was 128 mg/dl. Reportedly, a new cartridge was loaded successfully to address the event.